Event description:
Event: unresolved endoleak. Case details: an endoleak at the distal contralateral attachment site was observed at the conclusion of the case. The patient will be monitored by the physician.